Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. It was stated that the customer's insulin alarmed no delivery and motor error. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform no delivery test due to motor error alarms during bolus. The insulin pump had cracked battery tube threads, reservoir tube lip, case window display corner and lcd window.